Manufacturer narrative:
The devices were optically assessed in the production area with the development and the production department. The viscosity test showed no abnormality. Further observation determined there were no indications of material or manufacturing defects discovered. Product device history records were also reviewed based on the lot number provided and revealed no abnormalities. The sterilization verification that was completed before and after the production date were investigated and both tests were within the allowance. The root cause cannot be determined. If further information can be gathered that might add value to the content of the investigated report, an additional follow-up report will be submitted.

Event description:
Following implantation, the patient was draining fluids from the surgical site. The doctor removed the drains; however, draining continued. Six (6) weeks after implantation, the doctor removed granulated tissue surrounding the surgical site. Two (2) weeks after tissue removal, the doctor performed a secondary surgery to remove more tissue and the mesh plate. No new mesh plate was implanted due to the doctor's belief the patient's bone quality was good and the desired results had been achieved. The mesh plate will be returned to the manufacturer for evaluation.